Event description:
It was reported that the right ventricular lead exhibited increased thresholds of 2.25 v at 0.8 ms and decreased r wave to 6.0 mv. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.